Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be completed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that approximately five months post port implant, the patient allegedly experienced pain upon accessing the port. It was further reported that after the needle was inserted, the patient does not experience pain anymore. The patient was reported to be in a stable condition.